Manufacturer narrative:
Covidien reference#: (B)(6). Date of initial report: (B)(6)2010. The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that when the shaft was bent, the device continued to activate after the surgeon had taken his finger off the activation button. No pt injury occurred.